Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 12.1¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function were ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 53/58 mg/dl, for level high were 228/230 mg/dl. The control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. According to reporter's describe,the suspected strip lot #d130807-2, which was manufactured on 08/07/2013 and expired in 08/2015. Patient might used expired strips to test blood which might caused or contributed to error readings.

Event description:
This is a supplemental report to initial report 3005862821-2017-00030 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from (B)(4) on 04/13//2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number #(B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 06/24/2015. According to reporter's describe,the suspected strip lot #d130807-2, which was manufactured on 08/07/2013 and expired in 08/2015. Patient used expired strips to test blood which might caused or contributed to error readings.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 at 3:00 pm. The end user was receiving inconsistent blood glucose readings from his prodigy diabetes glucose meter. The end user was incoherent and the paramedics were called. His blood glucose reading during the medical event was 238 mg/dl. The paramedics performed a blood glucose test with their meter with a result of 33 mg/dl and the end user was given glucose. The end user was transported to the ER and IV fluids were administered along with peanut butter crackers and juice. Prior to discharge the end user's blood glucose was stabilized at 105 mg/dl. After 3 hours in the e.r., he was discharged and instructed to follow-up with the hospital. No additional information was provided in relations to this medical event.